Manufacturer narrative:
There were multiple attempts to retrieve the device, but the device was placed in the trash and subsequently unable to be returned. Note: this report is based solely on the customer reported issue, no photographic evidence or physical evidence was returned. The customer reported that there was no patient involvement. At this time, without evidence and without the return of the device, the complaint cannot be confirmed. The instructions for use were reviewed and determined to provide adequate instructions for the safe and effective use of this device. This is the second complaint of this nature, a preventative action was initiated for awareness and has been put into effect. All complaints are trended and assessed by management, with actions taken as warranted. During a retrospective review with the FDA help desk, it was determined that this complaint was initially sent to the test region and not the FDA production region. Therefore, this required a resubmission of this MDR.

Event description:
A small hair was found in the c-arm drape. During a retrospective review with the FDA help desk, it was determined that this complaint was initially sent to the test region and not the FDA production region. Therefore, this required a resubmission of this MDR.